Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the health care professional reporting that the patient's pacemaker battery longevity has changed. The battery has depleted quicker than expected. The patient is dependent. The health care professional wanted to know longevity estimate. Boston scientific technical services discussed option of sending save in disk. No further action was taken. The pacemaker remains in service. No adverse patient effects were reported.